Manufacturer narrative:
Trackwise (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov-2019 through oct-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 11/01/2021. An investigation was conducted on 11/02/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the inside of the gray part of the btt. A crack was also observed on the inside of the btt. No other visual defects were observed. Based on the returned condition of the device, the reported failure "crack" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related complaints (B)(4) additional complaint record has been created due to unrelated failure mode (s). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They stated that the gray seal on the btt cracked during use and created insufflation issues for the harvester. The hemopro cautery was also not working properly. Exchanged device out for new on to complete the case without incident. Nothing fell into the patient no patient injury.